Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 600 mcg/day via an implanted pump for intractable spasticity. It was reported the event/difficulty occurred during normal use. It was reported the pump pocket was explored to rule out a leak or disconnect due to lack of therapeutic effect. There were no environmental/external/patient factors that may have led or contributed to the issue. The pocket was opened, and the pump removed. They observed the catheter to be properly connected and fully intact. The catheter aspirated free flowing cerebrospinal fluid (csf). The physician then manually kinked the catheter distal to the connector and then gently attempted to inject. No injection was possible, and no leaks were observed. The pump was returned to the pocket without issue. It was further reported the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ surgical intervention included explored the pocket to rule out a disconnection or leak. The patient¿s weight was 58 kilograms and medical history included intractable spasticity following a motor vehicle accident. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. No further complications were reported/anticipated or expected. Additional information was later received from a healthcare provider via a company representative on 2019-sep-19. Regarding the cause of the lack of therapeutic effect, the managing physician believed it was dose related or delivery related and was considering increasing the dose or using flex mode. It was further noted that the patient was not responding to the simple continuous dosing. The patient¿s spasticity did not improve with dose escalation. It was noted that there were no issues with the catheter which was completely intact or with the pump which was functioning normally. No further diagnostic tests or troubleshooting was performed.